Event description:
The user facility reported that during a patient procedure the foot pedal to their trufreeze console was "unresponsive". The screen went blank and the trufreeze console could not be rebooted. The procedure was successfully completed utilizing another modality to treat the patient. The reported event resulted in a procedure delay. No report of injury.

Manufacturer narrative:
Following the reported event, the user facility's biomedical technician inspected the trufreeze console and was unable to duplicate an issue with the foot pedal. The biomedical technician confirmed the system could not be rebooted and contacted steris service. A steris service technician obtained additional information regarding the reported event by reviewing the log files. The steris service technician determined the first catheter was not properly plugged into the console by facility personnel which caused the trufreeze console to be unresponsive, and confirmed there was no problem with the foot pedal. The trufreeze console systems operator manual states, "if there is no cryogen spraying check the catheter switch is engaged. If it is not engaged then re-insert the catheter and confirm the catheter indicator is green (setup tab). If console is not behaving as expected, power cycle the console. If problem persists, contact steris customer service at 1-800-769-8226 or your local steris endoscopy product specialist." The steris service technician determined the user facility personnel then attached a second catheter to the trufreeze console, and ran a defrost cycle while inserting the catheter into the working channel of the endoscope. As designed, the console was unable to spray until the set temperature was reached. Finally, the user decided to reboot the console and experienced a blank screen. The steris service technician determined there was a screen communication error that caused the blank screen. The screen power supply was reset, which resolved the error and corrected the blank screen upon reboot. The trufreeze console was confirmed to be operating properly. After these attempts, the user facility elected to complete the procedure using another modality. Steris trufreeze specialist performed in-service training on the proper use and operation for the trufreeze console specifically the importance of properly plugging in the catheter as well as how to set up and properly run the console. No additional issues have been reported.